Event description:
Subsequent to the initial/final MDR report, additional information was provided. The patient was re-hospitalized on (B)(6) 2020 for follow up coronary angiography. The patient experienced no symptoms and coronary angiography was performed on (B)(6) 2020. The restenosis in the distal circumflex was noted to be 90%; however, no intervention was performed at that time. On (B)(6) 2021, coronary intervention was performed. Pre-dilatation was performed using a non-abbott dilatation catheter and 2.25 x 20 mm non-abbott stent was implanted. The patient was discharged to hope on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.b2: outcomes attributed to ae.

Manufacturer narrative:
The scaffold remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of restenosis, as listed in the absorb gt1 instructions for use (IFU), is a known patient effect that may be associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Patient ID: (B)(4). It was reported that this was a coronary procedure, performed on (B)(6) 2017, to treat a lesion in the distal circumflex artery. The 2.5 x 12 mm absorb gt1 was implanted without issue. On (B)(6) 2018, coronary angiography was performed and noted in-stent restenosis of 25-50%. The study physician deemed the restenosis as not significant and no intervention was performed. Approximately 2.5 years post procedure, routine coronary angiography noted that the restenosis was now 75%. The patient was asymptomatic and no intervention was performed. The patient condition continues. No additional information was provided.